Event description:
It was reported that the patient presented for follow up when it was observed that the device exhibited intermittent ventricular undersensing. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the device was far p-wave oversensing. Programming changes were recommended. The patient was asymptomatic and will be monitored.